Event description:
The customer alleged high quality control (qc) and patients' results with troponin reagent, accutni on the access immunoassay systems. The patients' samples were tested for correlation testing only and not for clinical diagnosis. There was no patient impact.

Manufacturer narrative:
Appropriate sample handling was followed by the field service engineer (fse) when performing patient correlation to minimize variables which may affect correlation results for patients' samples. Patients' samples were frozen specimens, they were spun prior to testing on the system. Separate aliquots were made for use with each reagent lot, and capped and refrigerated between use. Care was taken to minimize evaporation between samples. Further investigation clearly showed recently fielded lots meet release specifications and key instructions for use (IFU) claims remain unchanged. Although patient recovery was higher in recently fielded lots than those immediately prior, sensitivity and specificity remain unchanged and the product was deemed safe and effective on the basis of the data. Beckman coulter, inc will continue to investigate process improvements to reduce lot-to-lot variability. This reportable event was identified during a retrospective review of product complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-01309.